Event description:
"... [Patient] previously had bilateral total hip arthroplasties with metal-on-metal articulations. His acetabular components are depuy asr acetabular components. Due to the track record of these implants, I have been following him after he transferred his care here at our hospital. We revised his right hip in about a year ago and he has continued to have elevated metal ion levels and has now become symptomatic on the left." Preprocedure diagnosis: failed left total hip replacement. Procedure: revision left hip replacement acetabular component and femoral head.